Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no information provided regarding any impact on the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the customer planned to perform the reset independently with a charger. No further action was necessary, and the customer declined follow-up support.